Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12-jan-2026, it was reported by a sales representative via (B)(4) that an ar-6480 pump is showing a ovp detect failure message. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint unconfirmed, during the evaluation process the device functioned normally without any error. Both the inflow and outflow motors performed to spec. There are 4 missing bumpers, and the serial label and software label require updates from v1.10 rev.33 to v1.10 rev. 38. It is recommended to replace 4 cables and bumpers. Update the serial label, update the software label from v1.10 rev. 33 to v1.10 rev. 38 and re-certify the device.